Event description:
It was reported the product was used as an implantable device. The surgeon used the product to wrap an achilles tendon and then closed (the skin) over the graft. It was later reported that during the procedure, the surgeon requested a competitor's product which was not available. The resident/fellow indicated there was "integra" available. The surgeon reported that he was familiar with "integra" and could use that product. The product was opened by the resident/fellow and handed to him. The surgeon questioned the presence of a suture line, which he had not seen on the product before. The resident/fellow assured the surgeon this was the correct product for implantation. The surgeon reports he was unfamiliar with products that have a silicone layer. The product was implanted and the procedure was completed without event. There were no sales representatives present for this case. Once the error was discovered, the surgeon informed the sales representative. The surgeon stated there was a second surgery already planned for this patient (staged surgeries had been planned prior to this issue). He would remove the product during the next surgery. It was reported the next procedure most likely has taken place and it is believed the product was removed.

Manufacturer narrative:
Integra completed its internal investigation 26may2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: lot 105a00340720 was packaged 10-2015 and has an expiration date of 09-2017. The batch records include samples of labeled used on the packaging of the product. All labels indicated the correct product name, lot number, and expiration date. The package insert also indicated meshed bilayer wound matrix with the product description, indications for use, and directions for the removal of the silicone layer post healing. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. A query of the complaint database for the timeframe of 04apr2015 - 04apr2016 was performed using the keywords ¿implant¿ and ¿bilayer¿ along with the product ids of meshed bilayer wound matrix and the other, similar products described above; this query was to search for similar complaints where a bilayer product was implanted. Only the complaint described within this report was identified. A second query was performed using the same timeframe and product ids with the keywords ¿mislabeled,¿ ¿labeling,¿ and ¿unknown¿ to search for complaints related to the misunderstanding of the indication for use. There were four (4) additional complaints identified. A third query was performed for lot 105a00340720 and only the complaint described within this report was found. There have been (B)(4) wound dressing management (us) devices sold between 04-apr-2015 and 04-apr-2016. As per the trending queries, there has been one (1) complaint identified for the implantation of bilayer product. Therefore, the calculated complaint rate is (B)(4). Conclusion: it was confirmed through the review of the DHR that the appropriate labels and boxes were used in the packaging and boxing of this lot. Therefore, the product was clearly labeled with the product name and the box included an IFU which stated the indications for use. Therefore, the most likely root cause of this complaint is user error and the doctor¿s unfamiliarity with bilayer integra product.